Event description:
Our affiliate reports that during an arthroscopic shoulder repair, the silicone dam of a clear cannula came dislodged and fell into the joint space. The "dam" was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation, discarded by the user facility. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. There have been well distributed over the devices lifetime to date, and there have been 8 other similar incidents reported, the complaint rate for this failure mode is 0.004%. Although we cannot discern a root cause for the reported failure mode, previous observations point towards possible use of the cannula with an incompatible device, or a user technique issue. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Outside of these hypotheses no other conclusions can be drawn. Based on the lack of detailed information, complaint material, and, the complaint rate, we consider this reported failure to be an anomaly. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.